Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that distal lumen near hub was ruptured, from where agent was leaked. Thus, the catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that distal lumen near hub was ruptured, from where agent was leaked. Thus, the catheter was replaced by a new one.